Event description:
Performing laparoscopic gastric bypass 45 long gun only was fired once before failing. Second 45 long gun fired 3 times prior to failure. No safety issue to pt. Operating room incurred increase expense with opening 2 new guns.